Event description:
It was reported that device break occurred. The target lesion was located in the right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The device failed on the first attempt and it was noted that the device had a break in the distal portion near the monorail, although it did not separate completely. The procedure was completed successfully with another of the same device. There were not patient complications.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the telescope, sheath, and imaging window were kinked and the imaging window was also twisted. No damages or failures were noted on the ccp (catheter code pcba) board assembly. The device could not be inspected for imaging core windup due to the returned device condition. Impedance testing showed an electrical open at the proximal wave form, so the complaint device was sent for x-ray analysis to further characterize the electrical failure and based on the x-ray images, the electrical failure was a result of a broken drive shaft. Microscopic inspection revealed the guidewire exit port was deformed, but the tip was in good condition. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted. The catheter was properly recognized by the imaging system when plugged into the mdu and no connection issues or errors were detected during its testing.

Event description:
It was reported that device break occurred. The target lesion was located in the right coronary artery. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. The device failed on the first attempt and it was noted that the device had a break in the distal portion near the monorail, although it did not separate completely. The procedure was completed successfully with another of the same device. There were not patient complications.